Manufacturer narrative:
Date of submission 11/08/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: review of the black box data revealed evidence of sudden drop in voltage prior to the reported temperature event on (B)(6) 2017. On investigation, the pump powered on normally and was exercised for 24 hours without a drop in voltage, error, alarm, warning, overheating or loss of power. There was no evidence of moisture in the battery compartment or inside the pump. Electrical current draws were evaluated and found to be within the required specifications. The power flex and components were evaluated and found to be without defect. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.